Event description:
It was reported that the customer's insulin pump is acting on its own without buttons being pressed. Troubleshooting was performed. The customer's blood glucose was 308mg/dl at time of call. The caller removed the battery and attempted to clear the alarm when the new battery was inserted, but the device alarmed button error. The father stated that the insulin pump gave the customer a bolus, but she was not sure if it was 4.5 units. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with intermittent buttons response due to moisture damage on the keypad trace. Unit passed the rewind, basic occlusion, occlusion, excessive no delivery alarm and displacement test. Unit was unable to prime during prime test due to loose drive support disk.